Event description:
Narrative from staff: doing a davinci robot case in the operating room we put the robotic stapler in the trocar and the surgeon fired. The robot has a detection device to say what color of staple load that is being fired. The screen indicated a blue was being fired when it was a green load, the next load we placed a blue load, and the robot detected a white load. Davinci rep contacted by the surgeon and the color of staple load was selected manually from the console touch pad for the third load. After that manual input the robot detected the load color appropriately. Stapler and cartridges saved and sent to team leader for robotics. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter) davinci representative available in case. Unsure of name.